Event description:
It was reported that the lead's high voltage conductor impedance was greater than 200 ohms, and that the lead's stimulation conductor impedance was greater than 2000 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) several conductors fractured. It was observed the outer tubing overlay was melted, outer insulation was breached (depression), the helix was distorted/bent, and blood present in/on the helix mechanism. Full lead returned and analyzed.